Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) batch: 20070688, UDI: (B)(4). Product family: scs-scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 20237614, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent explant procedure for unknown reason. No further information could be obtained.